Event description:
Use super poligrip and currently cannot walk, so has the blood result of the zinc & copper. Dates of use: (B)(6) 2007 - (B)(6) 2010. Used 1 or 2 times daily. Can't walk, and tingling in hands from using poligrip. I have a tube of one of the unused portion.